Event description:
As reported by the field clinical specialist (fcs), approximately 10 months post implantation of a 23mm sapien 3 ultra valve in a 23mm non-edwards valve in the aortic position via transfemoral approach, the sapien 3 ultra valve was explanted. The reason for the explant is unknown at this time. It was noted that the patient had undergone a surgical aortic valve replacement (avr) and coronary artery bypass grafting procedure.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on review of the medical records provided and investigation. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was not provided; however, medical records were provided for review. Per review of the medical records, increased gradients were observed approximately 2 months post procedure of a 23mm sapien 3 ultra valve implanted in a 23mm non-edwards valve. The cause of the explant approximately 10 months post procedure is likely due to the increase gradients not resolving. A device history record (DHR ) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, it warns that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). It also states as a precaution that residual mean gradient may be higher in a "transcatheter heart valve (thv)-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. Additionally, it notes device explant is a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for increase gradients was confirmed based on the provided medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, "approximately 10 months post implantation of a 23mm sapien 3 ultra valve in a 23mm non-edwards valve in the aortic position via transfemoral approach, the sapien 3 ultra valve was explanted". Per review of the medical records, approximately 2 months post procedure of a 23mm sapien 3 ultra valve implanted in a non-edwards valve, a transesophageal echocardiogram (tee) revealed "aortic valve area (ava) of 1.0 cm2. Mean gradient of 29 mmhg. Peak velocity of 3.29 m/s. Dimensionless index 0.35. Atrial tachycardia (at) 102 ms. Findings suggestive of possible patient-prosthesis mismatch." Patient-prosthesis mismatch indicated the selected valve could be too big resulting in the valve being under expanded, so the gradient across the valve could be elevated due to obstruction of blood flow. In addition, the medical records indicated that the ava (aortic valve area) and gradients had changed over time. Multiple coronary lesions and pulmonary hypertension were also noted at the time of checked up. Elevated gradients correlate to the ava (aortic valve area) or stenosis, so if the ava (aortic valve area) is bigger than the gradients will be lower. In contrast, the lower ava (aortic valve area) will have higher gradients due to the obstruction of blood flow. In this case, available information suggests that procedural factors (thv sizing) and/or patient factors (stenosis) may have contributed to the event. The reason behind the valve stenosis remains unknown; however, it may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.